Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. However, cuts were found in the insulation.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted, however, there were noisy signals on the pacing system analyzer (psa) and low impedance. Multiple programmers were used, and the noisy signals were still present. A lead insulation break was suspected. Subsequently, the lead had been purposely punctured the insulation to place the new lead. No adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted, however, there were noisy signals on the pacing system analyzer (psa) and low impedance. Multiple programmers were used, and the noisy signals were still present. A lead insulation break was suspected. Subsequently, the lead had been purposely punctured the insulation to place the new lead. No adverse patient effects were reported.